Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: a review of the black box revealed several unexplained por events. There was no damage found to the battery compartment. The battery cap was returned with the pump. The test battery cap and test cartridge cap were used to complete the investigation. There were no power interruptions or any errors, alarms or warnings (eaw) that occurred during the investigation. The pump¿s cover was removed and there were no intermittent conditions found to the pcb. The reported ¿intermittent power¿ issue was not duplicated during investigation; the product performed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.